Manufacturer narrative:
This device memory was thoroughly analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. No further analysis could be performed.

Event description:
Boston scientific received information that this device was beeping. Upon interrogation, the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As a result, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.